Event description:
It was reported multiple intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusion alarms continued and the customer reverted to an alternate method of insulin therapy.